Manufacturer narrative:
Per the field service representative (fsr) the customer reported that the central control monitor (ccm) time and date changed on its own and then shortly after there was a battery issue. The fsr was able to confirm that the system was maintained by a third-party vendor, and they did not replace the ccm components as part of a six-year preventative maintenance (pm). The fsr performed a full pm of the device and replaced the ccm printed circuit (pc) board assembly, the ccm hard drive and the coin cell battery. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the system would not turn on, and when it finally did, the battery appeared to be completely drained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.